Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that out of range pacing impedance measurements had been observed on the non-boston scientific right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). The patient had previously been evaluated and no noise was observed, thresholds were good, and an x-ray showed no evidence of lead fracture. Boston scientific technical services (ts) counselled the health care provider regarding programming options. No adverse patient effects were reported. The ICD and non-boston scientific rv lead remain in service.